Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned peeling on the left hand side. During testing, all the keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons 'felt soft and gummy' and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.